Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that data analysis was requested for this pacemaker due to concern of high power consumption. Analysis found that device was depleting earlier than expected due to an increase in power consumption. Additionally, it was noted that the device was sensing high atrial rates which was also contributing to battery depletion. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that data analysis was requested for this pacemaker due to concern of high power consumption. Analysis found that device was depleting earlier than expected due to an increase in power consumption. Additionally, it was noted that the device was sensing high atrial rates which was also contributing to battery depletion. Device replacement was recommended. No adverse patient effects were reported. The device was later explanted and returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.